Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated glucose results generated on the architect c16000 processing module. The following data was provided (normal range 3.9 to 6.1 mmol/l): initial result 22.82 mmol/l (411 mg/dl), repeated 5.65 mmol/l (101.8 mg/dl) initial result 20.74 mmol/l (373.7 mg/dl), repeated 4.60 mmol/l (82.9 mg/dl). No impact to patient management was reported.

Event description:
The customer observed falsely elevated glucose results generated on the architect c16000 processing module. The following data was provided (normal range 3.9 to 6.1 mmol/l): initial result 22.82 mmol/l (411 mg/dl), repeated 5.65 mmol/l (101.8 mg/dl) initial result 20.74 mmol/l (373.7 mg/dl), repeated 4.60 mmol/l (82.9 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
The instrument was inspected, the cuv dry tip was found to be dirty and was replaced. Part replacement resolved the issue. No additional result issues have been reported since the part was replaced. The instrument service history review revealed no additional tickets related to the current complaint issue. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.